Event description:
The customer reported the device displayed an error code 00020.

Manufacturer narrative:
(B)(4): there was no reported adverse pt impact. The customer evaluated the device and confirmed the failure. The customer evaluated the device, with help form philips, and determined the power pca and control pca needs replacing. The customer decided to scrape the device rather than have the repairs performed. This was a malfunction of the power and control pca that caused the error code 00020.